Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The unknown zimmer implant was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and used for an unknown period of time. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has not provided additional pictures or x-ray images of the product. Review of appropriate documentation: documents reviewed: 4869 rev 9-10/18; breakage; page 3. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (zimmer implants). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number not available.

Event description:
It was reported implant fractured. Implant is still in patient's mouth.